Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced symptoms similar to premature ventricular beats and presented in clinic for follow up. Upon device interrogation, noise was noted on the pacemaker¿s atrial and ventricular channel. It was suspected that the noise was due to the stress on the generator due to the subpectoral implant. No intervention was performed, and pacemaker replacement was discussed with physician. Patient condition after the event was stable.

Event description:
New information received notes pacemaker was explanted and replaced on 17 jun 2020. Patient condition was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.